Event description:
From implants: adrenal / urinary issues, severe joint pain, hair loss, numbness in arms, facial inflammation, severe pelvic pain, sleeping disturbance, cognitive issues, feeling of impending doom and death, severe exhaustion and fatigue, the list goes on. All symptoms (every single one) gone since explant. FDA safety report ID# (B)(4).